Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a vessel puncture closure of an unknown vessel using a proglide device. Reportedly, there was an unspecified issue with the proglide device. Two other proglides were used but the same unspecified issue occurred. The method to achieve hemostasis was not specified. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive action (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A conclusive cause could not be determined for the reported suture break. The unexpected medical intervention appears to be related to be related to circumstances of the procedure. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/ nick damage. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: h6- medical device problem code 3190 was removed and code 1562 was added.

Event description:
It was reported that this was a vessel puncture closure of an unknown vessel using a proglide device. Reportedly, there was an unspecified issue with the proglide device. Two other proglides were used but the same unspecified issue occurred. The method to achieve hemostasis was not specified. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed MDR, the following additional information was obtained: it was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a thrombectomy interventional procedure. The sutures of two proglide devices were successfully placed. The sheath was upsized to a 26f sheath and the procedure was completed. Reportedly post procedure, while performing the suture management (advancing the knot), the sutures "tore". It is not clear if the user used to much force on the sutures. After the sutures on both devices tore, a third proglide device was used but also tore. A z-suture was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.